Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04636. It was reported that both leads migrated. 1 of the leads had high impedance on multiple contacts. The other lead had high impedance on 1 contact and was found to have a kink. As a result, surgery occurred during which both leads were explanted and replaced. Post-operatively effective therapy was restored.